Event description:
The manufacturer received information regarding a ds2adv auto CPAP. There was no report of patient harm or injury. The device was returned to a third-party service center. There was a finding like the pcba burned. The device was scrapped.